Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high compared to her feelings or normal results. The medical surveillance specialist was unable to follow up with the patient for additional information. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 6:30 am she obtained a reading of ¿205 mg/dl¿ the patient reported she takes oral medications with diet and exercise to manage her diabetes. The patient reported she made no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported a few seconds after the alleged issue occurred she became ¿delirious and weak.¿ the patient reported on (B)(6) 2013 at 7:35 am a reading of ¿27 mg/dl¿ was obtained on an emergency medical services (ems) meter and she was not otherwise treated. The patient reported she was hospitalized. It is unclear if the patient received any additional treatment in response to the severely low blood glucose reading. It is unclear if the patient was transported to the hospital by ems and kept overnight or discharged on the same day. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue he required assistance from a healthcare professional, and a severely low blood glucose reading was obtained.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.